Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 7.0-8.5cm from the tip electrode. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.0-11.8cm from the tip electrode. The etfe coating was abraded at this location. (B)(4). (B)(6).